Event description:
It was reported that the ilet device screen became unresponsive and was noted to have small cracks, with the user uncertain how the damage occurred. Symptoms included no reported clinical effects. Outcomes included no reported impact on health or care utilization. Investigation included customer interview and internal complaint review. Investigation of this case revealed physical damage to the display consistent with user-induced damage and a device malfunction manifested as an unresponsive touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage leading to device malfunction.